Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lower than expected and intermittent ventricular sense response (vsr) pacing rate was observed on the electrocardiogram (ECG) and it was noted there was suspected right ventricular (rv) lead undersensing during ventricular tachycardia (vt). The vsr feature was programmed off and reprogramming was performed. The low-voltage rv pacing lead was later upgraded to a defibrillation lead and is no longer in use. No patient complications have been reported as a result of this event.